Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6340942) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Date of occurrence not reported but estimated to be (B)(6) 2022.

Event description:
According to available information, this device experienced a malfunction due to fluid loss in the system. Explant/revision surgery scheduled for (B)(6) 2022. No other adverse patient effects were reported.

Event description:
Additional information received further reported that no obvious leak site was identified upon explant.

Manufacturer narrative:
This device was received at the testing laboratory and passed all testing but the reservoir-air leak test. Additionally, visual inspection noted abrasion on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation.

Manufacturer narrative:
Additional review determined that because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated there was no fluid left in the system, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported.